Event description:
The non-cordis detachable coil was stuck in the microcatheter. These were coated coils (microvention), the coil was already detached and the procedure was completed, he just could not remove the delivery system, so he removed the delivery system and mc together. Continuous flush was maintained within the mc. There was no adverse effect to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.